Event description:
Hcp reported the patient complained of an increase in pain, but no other withdrawal problems. In 2002, a catheter dye study was done that was normal. There is no report of a rotor study having been done. The pump was explanted and replaced and returned to the manufacturer for analysis. The patient is reported to be doing fine now.